Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance unconscious due low blood glucose (bg) levels while wearing the pod on the abdomen longer than 48 hours. The patient was using an expired pod, increased the basal rate by 20% and delivered bolus manually using insulin pens to treat high bg's previously which led to having too much insulin in the system. No information was provided on the type of treatment received at the hospital as the patient passed out for a period of 6 hours.